Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation while at home. The rhythm at the time of the treatment was a sinus rhythm at 80bpm. Multiple counting of the rhythm contributed to the false detection. The pt was reported to be semi-conscious at the time of the event. The pt reported he was unable to get to the response buttons. Per review of pt download data, the response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt remained at home and is to continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt is to continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 02/2013 - reuse. Electrode belt (B)(4): 11/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) trial (B)(4).